Event description:
As reported by the edwards field clinical specialist, the transcatheter aortic valve replacement (tavr) procedure was started with a femoral cutdown on the right side. Difficulty was experienced with insertion of sheath into the right vascular side of the patient. Valve was implanted without incident. Upon removal of the sheath, a tear was noted in the right common iliac. A reliant balloon was inserted on the left side and inflated to obstruct flow into the distal iliacs. The physician placed a graft from the common iliac to the common femoral artery. The patient had an unremarkable recovery and was discharged home six days later. Additional investigation revealed the following: the minimum luminal diameter of the vessel at the location of the dissection was 7.9mm. The vessel was described as severely calcified and mildly tortuous. Per report, the event was not caused by a device malfunction. However, difficulty was encountered when inserting the sheath

Manufacturer narrative:
The sheath is not available for evaluation as it was discarded by the site. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 24 fr sheath is 8mm. In this case, the access vessel's minimum luminal diameter was 7.9mm, and the vessels were noted to be severely calcified and mildly tortuous. The root cause for the reported dissection cannot be confirmed. However, it is possible that the borderline size of the vessel in combination with severe calcification and mild tortuosity contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore, no further actions are required.